Manufacturer narrative:
Updated: b5 (describe event or problem), h3 (device evaluated by manufacturer), h6 (device code, investigation findings, investigation conclusions). The disposable pressure transducer with vamp jr involved in this complaint was not received for evaluation. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Event description:
As reported, during use in patient with this disposable pressure transducer with vamp jr, the pressure tubing became disconnected right beside the sampling syringe. Whilst taking a sample of blood from the patient the nurse noticed a small patch of blood on the sheets which she found to be as a result of the bonded tube connection breaking off. The line was immediately clamped, and the arterial line pressure transducer kit was changed. There was no allegation of patient injury. The device was not available for evaluation.

Event description:
As reported, during use in patient with this disposable pressure transducer with vamp jr, the pressure tubing became disconnected right beside the sampling syringe. Whilst taking a sample of blood from the patient the nurse noticed a small patch of blood on the sheets which she found to be as a result of the bonded tube connection breaking off. The line was immediately clamped, and the arterial line pressure transducer kit was changed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.